Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was returned severed 110 millimeters from the terminal pin. Only the proximal segment was returned. Blood and body fluid were noted in the lumens. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying the returned portion's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field based upon the return portion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture. In addition, the pacemaker battery voltage was 2.73 volts, with an associated magnet rate of 85 ppm, indicating elective replacement time (ert). The pacemaker was explanted and the chronic ventricular lead remained implanted and attached to the new device. The rv lead was partially removed five years later following the patient's death with no further allegations. There were no allegations against any boston scientific products relating to the patient's death. The removed portion of the rv lead was returned for analysis 10 years after the patient's death. This report was originally submitted via exemption number e1997045 on february 1, 2004 on report ID number summary report l 012804. Re-submitting as an initial MDR as per request by (B)(6) 2018.